Event description:
There is an upcoming revision surgery. The patient has hardware in their tibia and a cavity in their tibia. The patient has an existing total ankle implant. There is a fracture present in their tibia.

Manufacturer narrative:
Please note the corrections made to the h6 (device, results, conclusion and clinical signs code): the reported event was confirmed based on available medical record and health care expert¿s opinion the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed- ¿the overall assessment is impaired due to some artefacts around the implant. The tibial component looks subsided or in this case the anterior part has been located towards proximal. There is a fracture visible at the anterior rim. Some radiolucence indicates loosening, but that assessment is specifically impaired. However, loosening, with some migration and periprosthetic fracture can be confirmed. The pe cannot be assessed directly, but there is no indirect sign of loosening or breakage. The talar component has some small radiolucence and cavities, but clear loosening or migration cannot be confirmed.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cavities around the tibial component and cysts near talalr component. As a secondary finding periprosthetic fracture around tibial component was observed. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
There is an upcoming revision surgery. The patient has hardware in their tibia and a cavity in their tibia. The patient has an existing total ankle implant. There is a fracture present in their tibia.